Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 59170ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 59170ud01. Trending review did not identify any trends regarding commonalities for lot 59170ud01 and complaint issue. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 59170ud01 and complaint issue. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 59170ud01 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for a 30 year old female patient. The following data was provided: sid (B)(6) initial result = 25.83 miu/ml, repeat was <1.2 miu/ml. No impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg result for a 30-year-old female patient. The following data was provided: sid (B)(6). Initial result = 25.83 miu/ml, repeat was <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.